Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at the time. A call was placed to technical services on 5/12/2017 stating that upon interrogation noise was seen on right ventricular channel and appeared to be due to telemetry electromagnetic interference related. Low r wave amplitude was also observed for the past year. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).